Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During training by a hospital's educator, the lifeband (lot #unknown) will not retract after performing the first compression and then the autopulse platfrom (B)(4) displayed user advisory ua02 (compression tracking error). A manikin was used on the autopulse platform. The error message could not be cleared. No patient involvement. Please see the following related MFR report: MFR # 3010617000-2021-00975 for the autopulse platform (B)(4).